Manufacturer narrative:
The mayfield base unit was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - with respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. 6in transitional teeth are worn and needs to be replaced; shock cushion is worn. Adjustment wrench has worn threads. The reported complaint was confirmed from the evaluation. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the transitional member of the a2101 mayfield ultra base unit does not tighten and cushion was worn. There wa sno known patient involvement or surgery delay.